Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was over 22.2 mmol/l at the time of the event, and he tried to treat it with correction bolus via pump and multiple daily injections. The infusion set had been used for 12 hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.